Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). Investigation results: the returned lighttrail reusable 230um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 305.2 cm from the top of the connector to the tip. The exposed glass tip measured approximately 6 mm and appeared fractured. Examination under magnification confirmed that the tip was fractured. The complainant stated that the physician cut a new tip during the procedure, therefore the condition of the tip was likely related to this and does not represent a defect in the device. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to illuminate it fully, indicating that the fiber was broken within the connector. It is likely that due to the fracture within the connector that the fiber would fail to fire. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device confirmed that the fiber was broken within the connector, likely as a result of handling damage during setup that manifested during the procedure. Damage within the connector of the device can result in inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on march 20, 2020 that a lighttrail reusable 230um laser fiber was used in a lithotripsy procedure in the bladder performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga 30 watt holmium laser console with laser settings of 500 millijoules and 800 millihertz. According to the complainant, during the procedure, the laser fiber was not working. The physician removed the laser fiber from the patient and stripped the outer blue sheath of the fiber, and cut it. The physician attempted to restart the procedure but the fiber failed to activate. The procedure was completed with a lighttrail reusable 365um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.